Event description:
A lifesite pt developed a pocket infection/sepsis. This pt has a history of infected tunneled catheters. The pt was treated for a previous lifesite infection, however it was decided to explant one of the valves and implant a new one at a different site on the pt's body. The medial valve was explanted and a new one placed, the lateral valve was left unchanged.